Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A nurse reported that the phaco port of the console was not working with the fragmatome during surgery. There was a 45 minute delay while waiting for another console. The doctor was attempting to remove the lens material with forceps and multiple retinal tears occurred. The doctor lasered the tears as they happened. The case was completed with another console.